Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, fold creases and a linear opening on the posterior side. A leak test and microscopic analysis were performed which identified: >1 mm void in non-textured, valve-to shell-bond area, a sharp crease opening on the anterior side and a striated opening on the posterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a striated opening on the posterior side due to surgical damage consistent with the use of some surgical tool, and a sharp crease opening on the anterior side due to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.